Event description:
The following has been reported by customer: patient had 1l with potassium chloride -0.15% in glucose -5% with potassium chloride (20mmo) l infused for one hour, instead of twelve as part of the background fluids for the sliding scale. To what extent was the patient physically harmed (including pain) in this incident? No physical harm. Patient had immediate review from medical on-call, ECG, vbg's done, potassium level -4.6, no cardiac overload. Not sure if the IV pump device incorrectly programmed or it was a human error reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.